Event description:
It was reported that pump displayed malfunction code 25 and issue recurred even after customer attempted to reset pump, with no notable events occurring before malfunction. There was no adverse impact to the customer's blood glucose level. Customer planned to use backup insulin pump to maintain insulin delivery, and technical support arranged shipment of replacement pump.